Manufacturer narrative:
Findings; unit had cracked case at battery tube side, broken battery tube threads, partially broken retainer ring, missing reservoir tube o-ring, scratched case, a pillowing keypad overlay and a stained serial number label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had crack beginning from the top of the pump. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.